Event description:
On 09/22/2011, (B)(4) from baxter contacted summit medical products, inc. She informed us that (B)(6) contacted her in april 2011 regarding a death of a (B)(6) patient. When the product was returned to baxter they also had one our pumps that was on the patient at the time of death. However summit medical was never contacted until 09/22/2011. We requested the product be returned to us. (B)(4) (baxter) stated that the product would first need to go back to (B)(6). (B)(6) contacted summit medical and stated that he needed us to verify that the product functioned correctly. He stated that when he returned the pump(s) to baxter in (B)(6) 2011, he assumed that they both belonged to baxter.

Manufacturer narrative:
Ambit pump/cassette performed within specification.